Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient noted that their old implant did not have to be charged as much as their current implant. During the call, patient mentioned this was their 2nd implant and the first one was a lot bigger and worked a lot better and they only had to charge once a week. Patient reported that they had their 1st implant for 9 years and never had any problems with it; patient followed up saying that they have had more problems with their current implant and its only been 5 years. When asked for an event date; patient noted that lately their current implant has been giving them issues. When asked for a managing hcp; patient mentioned that they do not have one currently but have an appointment with a new doctor on june 21st but are on vacation and do not have the doctors name. Agent documented the information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.